Event description:
The customer reported the device has signal drop outs. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacuring narrative: the returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed., other, other text: initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6).

Event description:
The customer reported the device has signal drop outs. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted. Initial reporter phone number exceeded maximum allowable digits; phone number is as follows: (B)(6).